Event description:
Information was received from a manufacturing representative regarding a patient who was receiving hydromorphone and bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain and failed back surgery syndrome - other. An active motor stall was seen at initial interrogation. It was unknown as to whether the patient recently had a magnetic resonance imaging (MRI). The patient was seen on (B)(6) 2016 by a pentec nurse due to the pump alarming and the pump showed motor stall occurred (B)(6) 2016 at 0217. The patient was receiving oral medication. It was discussed that they should rule out electromagnetic interference or magnetic interaction. There were no symptoms reported. Additional information received from the manufacturing representative (rep) on (B)(6) 2016 indicated that the rep found out about the event from someone at the managing doctor's office indicating that the patient was hearing a beep. The rep stopped at the office to interrogate the pump and the patient did not attend this appointment but sent her husband to retrieve her medications. The rep did not have any more information regarding the actions/interventions taken to resolve the stall. The rep also reported on (B)(6) 2016 that the patient's husband wanted to follow-up with the implanting surgeon, no further information had been communicated to the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.